Manufacturer narrative:
The instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that after a da vinci surgical procedure while checking an instrument during reprocessing the staff found a broken tungsten cable on an endowrist instrument. A field engineer visited the site and retrained reprocessing, handling, and transporting endowrist instruments.